Event description:
It was reported that the patient experienced dyskinesia that limited therapeutic benefit and necessitated the stimulator of the spinal cord stimulator (scs) system be shut off. The intended target for this patient was thalamic ventral intermediate nucleus (vim) and it appears that due to unreliable navigation at the time of surgery, both leads appear to be closer to the solitary thyroid nodule (stn) bilaterally, this is thought to be a potential cause for dyskinesia. The patient underwent a procedure in which two lead were replaced. The patient is doing well post operatively. The devices will not be returned as they were discarded by the facility.